Event description:
It was reported that the customer's insulin pump alarmed no delivery for weeks and he was experiencing low blood glucose. The glucose reading at time of call was 296 mg/dl. The caller stated that her husband has been hospitalized with low blood glucose of 50mg/dl. The caller stated that he was driving erratically. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4).